Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. A patient sample was tested for accutni and gave a result of 0.67ng/ml. The sample was repeated and gave a result of 1.62ng/ml and when repeated on a different instrument, it gave results of 0.09 and 0.07ng/ml. The sample was rerun for the third time and gave a result of 1.58ng/ml. The patient was redrawn 3 hours later and re-tested upon which a result of 0.45ng/ml was obtained and a result of 0.06ng/ml when tested on a different instrument. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in lihep tubes and centrifuged for five minutes at 3500 rpm. Samples were respun prior to repeat analysis. Qc was within the established ranges prior to and after the event. System check performed on (B)(4) 2009 passed within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed a system check which passed. Fse adjusted the mixer speed, replaced the mixer belt and adjusted the incubator belt tension after noting some issues. Fse performed qc and all testing passed without any issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.